Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the teflon pad was partially detached from the jaw exposing metal. The device passed probe check when tested. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. The most likely root cause of the reported failure can be attributed to insufficient tissue between the probe and jaw when the device was activated, causing the teflon pad to detach. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during an unspecified procedure, an error message was displayed. Further observation found the teflon pad had partially detached from the jaw. The facility confirmed the teflon pad did not fall inside the patient. A different but similar device was used to complete the procedure. No patient injury was reported.